Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Distal stent struts were stretched distally, such that the distal end of the stent was distal to the distal markerband. Crimp markings were evident on exposed balloon wall under stretched stent struts, indicating correct positioning and crimping of the stent prior to the complaint incident. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip.no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad) to left circumflex artery (lcx). A 3.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and upon removing the device, it was noticed that the stent was found to be lifted up. The procedure was completed with a 3.00 x 38mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad) to left circumflex artery (lcx). A 3.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and upon removing the device, it was noticed that the stent was found to be lifted up. The procedure was completed with a 3.00 x 38mm synergy stent. No patient complications were reported.